Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy with vascular occlusion, the vessel was clipped, but the absorbable clip could not be automatically ejected and could not be used. They replaced with another device immediately. There was no patient injury.

Manufacturer narrative:
The rd was malfunction - reportable. The rd should be malfunction - not reportable. If information is provided in the future, a supplemental report will be issued.